Event description:
Patient is in remission from previously reported stroke event.

Event description:
During index procedure one endeavor rx stent was implanted successfully in the proximal lad with no issues reported. Approximately 47 months post the index procedure the patient suffered a stroke.the investigator denied the causality with the device and procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).